Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon. Field session record did not show any sudden drop in voltage on or near the elective placement indicator (epi) detection date. Analysis of device image indicated that device has reached eri due to normal usage. Further analysis performed showed no anomaly, with battery voltage at elective replacement indicator (eri). Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was not reported.